Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
A perceval valve was implanted on (B)(6) 2013. On (B)(6) 2013, non-structural dysfunction with intra-prosthetic "regurgitation" 1+ and paravalvular leak 1+ was reported. The reported regurgitation varied over time, according to the information provided in the patient registry; however, at that the last follow-up in 2018, central leak 3+ was reported with a mean gradient of 38 mmhg. The patient was in nyha class 1 at follow-up in 2018. In (B)(6) 2019, symptomatic structural valve deterioration with steno-insufficiency was reported.

Manufacturer narrative:
Device still implanted.

Event description:
A perceval valve was implanted on (B)(6) 2013. On (B)(6) 2013, non-structural dysfunction with intra-prosthetic regurgitation 1+ and paravalvular leak 1+ was reported. The reported regurgitation varied over time, according to the information provided in the patient registry; however, at that the last follow-up in 2018, central leak 3+ was reported with a mean gradient of 38 mmhg. The patient was in nyha class 1 at follow-up in 2018.

Event description:
A perceval valve was implanted on (B)(6) 2013. On may 22, 2013, non-structural dysfunction with intra-prosthetic regurgtitation 1+ and paravalvular leak 1+ was reported. The reported regurgitation varied over time, according to the information provided in the patient registry; however, at that the last follow-up in 2018, central leak 3+ was reported with a mean gradient of 38 mmhg. The patient was in nyha class 1 at follow-up in 2018. In january 2019, symptomatic structural valve deterioration causing severe steno-insufficiency was reported. A tavi was performed on (B)(6) 2019, during which an edwards sapien ultra 20 mm valve was implanted.

Manufacturer narrative:
As the device remains implanted, no device investigation can be performed and the root cause of the event cannot be determined. It is possible that the patient's specific clinical condition and risk factors (dyslipidemia, obesity) contributed to the reported event; however, this cannot be confirmed. Structural valve deterioration is a known inherent risk associated with cardiac valve replacement with a bioprosthesis, and is listed among the potential adverse events in the perceval instructions for use.